Manufacturer narrative:
Additional information was received on the event on (B)(6) 2018. Patient was stabilized overnight after the procedure and extubated in the morning. He was discharged the day after the procedure and is reportedly doing well upon follow-up in clinic. Therefore, hospitalization initial/prolonged field has been processed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2018, stating that the device was disposed of. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.  Updated method code. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Concomitant products: 1. Biosense webster, inc. Product - thermocool smart touch sf unidirectional catheter; u.s. Catalog #: unknown; lot #: unknown. 2. Biosense webster, inc. Product - carto® 3; u.s. Catalog #: unknown; serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch¿ bi-directional navigation catheter and thermocool® sf uni-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the physician began ablation in the right ventricular outflow tract (rvot) using an thermocool® smart touch¿ bi-directional navigation catheter. When removing the catheter and preparing to re-insert into an arterial access for left ventricular outflow tract ablation, he noticed a small amount of char on the catheter. He removed the char and elected to continue to use the catheter. Ablation in the left ventricular outflow tract proceeded with no observable issues. He then continued to use the catheter to ablate in the great cardiac vein. Upon removing the catheter there was tissue/protein observed adhered to the tip of the catheter. At that point the catheter was removed and replaced with an thermocool smart touch sf unidirectional catheter. Further ablations were applied in the left ventricular outflow tract (lvot). Later, the physician elected to use an thermocool® sf uni-directional catheter (no contact force) to continue ablation the in great cardiac vein. It was at this point that a venogram was performed and the perforation was made evident. Cardiac tamponade was confirmed with intra cardiac and transthoracic echo. Pericardiocentesis was performed to remove 400ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related; however, the physician is curious as to the functionality of the flow mechanics of the catheter. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. The generator was in power control mode at 30 watts with a temperature cut-off at 45 degrees celsius and an impedance cut-off at 300 ohms. The noted parameters with the thermocool® smart touch¿ bi-directional navigation catheter included power at 20 watts, impedance at 186 ohms and temperature at 45 degrees celsius. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter. The catheter irrigation was set at 15ml/min using the thermocool® smart touch¿ bi-directional navigation catheter and 8ml/min with the thermocool smart touch sf unidirectional catheter. The patient received anticoagulant (heparin) during the procedure. The activated clotting time (act) is unknown. Force visualization features that were used were graph, vector. The visitag module was used and the parameters for stability were at 2.5mm, 6 sec. There was no additional filter used with the visitag module. Thermocool® smart touch¿ bi-directional navigation catheter, was used to ablate the great cardiac vein where the physician believes the cardiac perforation occurred. Thermocool smart touch sf unidirectional catheter, was never used in the great cardiac vein where the physician believes the cardiac perforation occurred. Unknown thermocool sf catheter, was used to ablate the great cardiac vein where the physician believes the cardiac perforation occurred. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The char issue was assessed as not reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The biological material issue was assessed as not reportable as it did not pose any risk to the patient.